Event description:
It was reported that zimmer skin graft mesher comb was bent. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/14/1992 and the last repair was on (B)(4) 2012 for a non-related issue. Evaluation of the device verified the comb was damaged. It was also observed that the right end of the roller was gnarled and there was damage to the side plates. The customer did not return a ratchet or cutters with the device. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. The damage to the comb most likely was the cause for the event experienced by the customer. Improper handling by the customer most likely caused the damage to the comb, roller, side plates and bushings. The device was serviced and returned to the customer.